Manufacturer narrative:
The reported event could not be duplicated. The pump rolled in and out of the 4 hour limit as expected without error. The frequency of death or serious injury for code 102 (overdelivery) for pca is approx 3.06/million sets. User issue: user does not fully understand dynamics of the 4 hour limit. This feature was fully discussed with the reporting rn at the time of phone investigation.

Event description:
The pump reportedly "continues to allow a pt dose past the programmed 4 hr limit." The pump was set to infuse meperidine 10 mg/ml, 10 mg dose with a 10 minute lockout. The 4 hr limit was either 200 mg or 250 mg, it is not recalled for sure. Nurse states at 6am the pump was cleared, and at 8am a total delivery of approx. 150 mg was noted. By 10am nurse states the total delivered was approx. 250-280mg. She did not recall exact amounts, but states she knows the 4 hr limit was exceeded. The pt pendant was pushed for a bolus while she observed. She states that the pump should have been in a 4 hr lockout, but it gave a dose. The pt did not experience any adverse effects. The pump was switched out.